Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the crimped stent were damaged and stretched distally out over the distal tip of the device. Stent struts on the most proximal 3 rows were found to be undamaged and retained their correct profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 3.00 promus premier drug-eluting stent was selected for use and advanced but failed to cross the target lesion. The device was withdrawn and the physician checked the stent and noted that the stent was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 3.00 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. The device was withdrawn and the physician checked the stent and noted that the stent was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.